Event description:
It was reported that the local area representative reached out to technical services (ts) for concerns of loss of capture on the right ventricular (rv) lead and periods of asystole greater than two seconds. Upon review, undersensing was determined, which led to overpacing. As a result, the sensitivity was adjusted. The patient was monitored in the hospital. A revision procedure was performed and both right atrial (ra) lead and right ventricular (rv) leads had dislodged. It was believed that this was related to twiddler's syndrome. Subsequently, both leads were surgically abandoned and successfully replaced. No additional adverse patient effects were reported.